Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Please note that the serial number was inadvertently documented as a lot number in the initial medwatch report. The correct serial number (B)(4) has been documented of this medwatch report. The unique identifier (UDI) has been updated accordingly. Device evaluation: the actual device was returned for evaluation. The device was evaluated and it was determined that there was internal corrosion, and the electronic control unit had no voltage. It was further determined that the device failed pretest for sticky speed trigger, oscillation/forward/reverse mode function, oscillation angle, switching function forward/reverse, and test power with test bench. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI ¿ (B)(4).

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported that the small battery drive device stopped functioning outside of surgery. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.